Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced foreign matter contamination. The following information was provided by the initial reporter: stated, seeing some plastic particles in barrel of syringe prior to use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced foreign matter contamination. The following information was provided by the initial reporter: stated, seeing some plastic particles in barrel of syringe prior to use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 18-jul-2022. H6: investigation summary: customer returned (42) loose 3/10cc, 6mm syringes. Customer states that there are clear plastic pieces in barrel of syringe before injection. All returned syringes were examined and no foreign matter was observed in or on any of the returned samples. A review of the device history record was completed for batch# 1336063. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.